Event description:
Clinical rationale: an impella cp device was intended to be inserted via the right femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient coded before impella placement. After return of spontaneous circulation (rosc), right femoral access was obtained using a 14 fr peel-away sheath. A 0.035 wire and catheter were about to be advanced into the left ventricle when the patient coded again. Rosc was not achieved, and time of death was 13:12. The impella cp device was opened but was never placed inside the patient. The patient expired on support. The reported cardiac arrest is consistent with the severity of the presenting ami/cgs and profound hemodynamic instability associated with scai shock stage rather than the device, as the impella had not yet been inserted. The patient¿s death is most consistent with the underlying cardiogenic shock physiology and refractory cardiac arrest.

Manufacturer narrative:
B5 was updated with clinical rationale. The investigation was completed. Investigation summary: cardiac arrest/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient coded before placing the impella cp. After achieving return of spontaneous circulation (rosc), they obtained access to the right femoral artery via the 14fr peel-away sheath. The 035 wire and a catheter were about to be placed into the left ventricle when the patient coded again. Rosc was not achieved and the patient expired. The impella cp was opened but not placed inside the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.